Event description:
It was reported that when the devices were used during an unknown case, the device fired malformed staples. Case was completed with hand suture. There was no consequences to the pt.